Manufacturer narrative:
The internal complaint file (B)(4) has been logged for this incident for traceability. The ri-2 and disposable involved in the incident is not returned to belmont medical technologies for evaluation. The biomed reported that the users reported belmont rapid infuser, ri-2 was used in trauma case and was infusing normally for approximately 20 min. At this time, users reported smoke coming from the heat exchanger area of the ri-2 and immediately stopped using system. Patient associated with trauma case expired however there is no allegation that it was because of the device. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists."there is no information available on if the system was primed and if it was, what solution was used. The operator's manual consists of following note: prime the main system with solutions compatible with blood products. Do not prime with blood or blood products. There is no information available on use of contraindicated fluids during the procedure, certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in overtemperature and ultimately lead to such a situation as observed in this case. Evaluation: upon receipt of the referenced rapid infuser, ri-2 unit s/n:(B)(4), the service engineers were unable to confirm the customer complaint after extensive functional testing and 48 hours of stress testing at elevated temperatures. No device malfunction could be verified and the root cause could not be determined. We double checked both input and output temperatures, the input and output temperature probes, the power drive module assembly, and all cables in the system for proper connections, and they were all connected and operated properly. The device performed according to our specifications without any problems upon receipt. The disposable set was not returned to belmont for evaluation and lot number was not available; therefore, a thorough investigation into the disposable set is not possible. All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Belmont service department upgraded the system to the current revision to ensure that the unit performed according to the specifications before shipping it back to the user fracility. The unit was operated at elevated temperatures for 48 hours and upon completion, a final functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. Belmont reached out to biomed in order to obtain information on information on infusates and details on actual event but, the biomed was unable to provide any additional details. As a result, belmont's teriitory manager and clinical specialist will again contact the user facility to determine what fluids were infused during the event, if the disposable was saved and any other applicable event related information that could help to determine the actual cause of the event. Based on the additional information, we will determine additional steps and actions required to avoid any such similar incident in future. A follow-up report will be submitted once the additional information becomes available.

Event description:
The ri-2 used in trauma case and was infusing normally for approximately 20 min. At this time, users reported smoke coming from the heat exchanger area of the ri-2 and immediately stopped using system. Report that biomed received from users is that system "caught fire". However, biomed states that flame was not observed, only smoke. Patient associated with trauma case expired. Biomed still collecting information, including what fluids were infused and whether or not disposable was saved and is available fore return.

Manufacturer narrative:
Belmont's territory manager, (B)(6) visited user facility in the week of august 22nd in order to investigate and determine the root cause of the event and ensure that such similar event is avoided in future. The disposable used was not available for inspection. Details on exactly what was infused was not available. The anesthesia lead at the hospital confirmed that some staff members do not follow the use guidance sometimes and end up infusing incompatible fluids with the ri-2 although the use of incompatible fluid could not be confirmed for this reported incident. The facility staff were re-educated on use of compatible fluids with the ri-2 and consequences of using incompatible fluids. Based on the conversation with biomed, it was confirmed that the device did not contribute to the reported patient death. The trend analysis shows that it is an isolated event and we will continue to monitor this type of incident closely and take further corrective and preventive actions if required.